Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03157 / 03159).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012 due to loosening of the acetabular component, pseudotumor, pain, and rotator cuff tear. The modular head, taper adapter, and acetabular component were removed and replaced.